Event description:
It was reported that the pump battery would not charge using the tandem-provided wall adapter. There was no reported impact to the customer's blood glucose level. The customer was able to charge the pump using the tandem-provided charging cable plugged into the customer's laptop.